Manufacturer narrative:
H4: the lot was manufactured during april 2024. H11: the actual device and retained samples were received for evaluation. Visual inspection on the actual sample showed a disconnection at level of the filter raw material. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Gravity test and a leak test were performed on the retention samples and no leak was observed. The retention samples were conforming as per product specifications. The reported condition was verified on the actual sample; however, the issue was not verified on the retention sample. The cause of the issue was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: is not available for the product reported in this medical device report. This product code is sold/distributed outside the us and is deemed same as or similar to product distributed in the us; therefore, there is no unique identifier (UDI) for this product. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of an extension set disconnected from the tubing prior to use. There was no patient involvement. No additional information is available.